Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The detachment was at the site.the infusion set was in use for 4 to 5 days. The site of insertion was abdomen. The patient was sleeping at the time of the event. No further information available.